Manufacturer narrative:
An attempt to reproduce the reported event was conducted using guardian connect app version 3.4.0 on the iphone 11 ios 17.4 device with transmitter. We were unable to reproduce the issue during testing. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications es10582doc version s. We were unable to conduct a thorough investigation due to the lack of essential logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely it appears to be an issue with the os notification settings, preventing app notifications/alerts from being heard. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Please ask customer to grant all notification permissions in the settings that apply to the gc application. 2. If all permissions were already granted then turn permissions ""off"" and then ""on"" again. 3. If the app is not displayed in os notification settings or notifications are not displayed in the os app settings then: 3.1 reset location and privacy. (Settings -> general -> transfer or reset iphone -> reset -> reset location and privacy). 3.2 reboot the phone. 3.3 open the app and grant notification permissions when prompted. If scenario 3 doesn't work then try following steps with reinstall: 1) reinstall the app (don't start the app yet). 2) reset location and privacy. (Settings -> general -> transfer or reset iphone -> reset -> reset location and privacy). 3) reboot the phone. 4) open the app and grant notification permissions during the startup. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication other device to mobile. The customer reported no adverse event. The event involved product(s) css7200. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for css7200. It was unknown whether the customer will continue or discontinue to use of the device.